Event description:
Hcp reports device explanted after 49 months implant duration. The device was returned to the manufacturer for analysis. No patient symptoms or outcome were reported. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.